Manufacturer narrative:
Block b3: exact date unknown, event date used was the explant date.

Event description:
It was reported that the patients ipg was no longer working as intended. The patient underwent an ipg explant procedure. The explanted product was disposed by the facility and therefore will not be returned.